Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 29mm mitral annuloplasty ring, it was explanted and replaced with a 29mm bioprosthetic valve. It was reported that the physician was "not satisfied" with the ring repair, but there were no issues with the annuloplasty ring itself. No additional adverse patient effects were reported.